Manufacturer narrative:
(B)(4). Concomitant medical products- femoral stem beaded fullcoat 12/14 neck taper std. Cat#: 00784301506 lot# 62659597 , distal dia. 160 mmbioloxâ® delta, ceramic femoral head cat#: 00620006822, lot# 60798368, shell porous with cluster holes 68 mm o.d. Cat#: 00631006832, lot# 62788130, bone scr 6.5x20 self-tap cat#: 00625006520, lot# 63176671, bone scr 6.5x20 self-tap cat#: 00110100200, lot# 63160848, doughtype radiopaque bone cement cat#: 00110100200, lot# 63137839. The reported event has not been confirmed. No device or photos were received; therefore the condition of the device is unknown.DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Please see associated mdrs: 0001822565 - 2017 - 07632; 0001822565 - 2018 - 02586.

Event description:
It was reported that the patient underwent a revision procedure. Subsequently, the patient is having difficulty walking and is using crutches. No additional information is available.